Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent an abdominal closure procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the needle broke when sewing in abdominal closure surgery. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 9/22/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3,d9. H3 investigation summary: photo analysis: upon visual inspection of the one picture received and it was observed an opened foil and a used needle/suture piece broken at the tip of product code vcp359. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,according to the information received, it was reported that the needle broke when sewing in abdominal closure surgery. Device analysis: the product was returned for evaluation. Visual analysis of the returned sample determined that on empty foil packet and a needle broken at the tip product code vcp359. Was received. Marks on the tip due to the use of the surgical instrument were observed. Additional evaluation is necessary to determine the assignable cause of the breakage needle. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Needle analysis: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code vcp359h. It was requested to assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.